Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx aptus endoanchors were implanted in a patient for the treatment for prevention of aortic neck dilatation in another manufacturer¿s stent graft. It was reported the final angiogram revealed a proximal type I endoleak, a low-flow proximal type I endoleak. There was no intervention performed and the proximal type I endoleak was unresolved. Per the investigator the implantation of the heli-fx aptus endoanchors was not successful. The investigator indicated the cause of the event was related to the aaa. No additional clinical sequelae were reported and the patient will be monitored by the physician.